Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced and a lead was added. There were no reported complications postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced and a lead was added. There were no reported complications postoperatively.

Manufacturer narrative:
Sc-1216 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.